Event description:
It was reported that the patient experienced swelling around pump site following a motor vehicle accident (mva). The patient also had a headache. The patient was afebrile. There was no erythema, purulent drainage, or infection. Diagnostic studies were completed on (B)(6) 2012. A CT scan with contrast confirmed fluid anteriorly and posteriorly of the pump. A seroma was noted. A catheter access port (cap) contrast study did not confirm a leak in the catheter. Patient had a slightly elevated white blood cell count of 11.2. A culture of seroma was aspirated on (B)(6) 2012. The event was possibly related to device, therapy, or implant procedure. The event resulted in in-patient or prolonged hospitalization. Additional information received reported a seroma around pump site. The origin of the headache was unknown, but was not spinal. A reprogramming session, refill, or bolus was completed on (B)(6) 2012. The event was unlikely related to device, therapy, or implant procedure. The patient outcome was reported to be resolved with sequelae.

Event description:
Additional information: it was later reported that the seroma fluid was aspirated on (B)(6)2012. The culture aspirate from seroma was indicated to be negative.

Manufacturer narrative:
Product ID 8835, lot#, serial# (B)(4), product type: programmer, patient; product ID 8731, lot#, serial# (B)(4), implanted: 2005 (B)(6), explanted, product type: catheter; product ID 8709sc, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).